Event description:
It was reported that the patient was dissatisfied with their inflatable penile prosthesis. The device could not be inflated. The inflation issue was confirmed by the physician during examination. The device was replaced a month later with a pump and 18cmx12mm cylinders. The patient's condition is stable.

Event description:
It was reported that the patient was dissatisfied with their inflatable penile prosthesis. The device could not be inflated. The device was replaced with a18cmx12mm cylinders and pump.